Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead exhibited high threshold measurements and had dislodged. During an attempt to reposition the lead, the helix would not retract properly. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was stretched and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal ring near the lead tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead exhibited high threshold measurements and had dislodged. During an attempt to reposition the lead, the helix would not retract properly. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.